Event description:
Medical assistant noticed a human hair inside a sealed sterile "culturette direct" package bd probetec et (ref440476). Upon further inspection, several more packages were found with foreign bodies inside the sealed package. Rptr has removed and saved five such defective packages in lot #n1 fc220 exp 5/16/03.